Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed, and it was confirmed that there was damage on the conductor wire¿s insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn or fully broken. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The instrument passed electrical continuity test. Additional observation not reported was that the instrument was found have various scratches on the distal end of the main tube. Scratches and abrasions on the main tube are deemed cosmetic damage. The scratches measured approximately 0.78mm (0.03¿) to 8.9mm (0.35") in length and a not axially aligned with the tube axis. Material is not missing from the surface of the main tube.

Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument cable at the end of the forceps was stripped. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the cable that was stripped was black cable. The customer could not provide any further information.